Event description:
The customer reported that she could not get out of the home screen on her insulin pump and a button was not working. The customer stated the insulin pump began to work again and she must have locked it up. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)